Manufacturer narrative:
The insulin pump was received with open book and critical pump error after battery installation. Pump was received with constant critical pump error alarm due to moisture damage on the electronic assembly. Pump had corroded motor assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that I was wearing it yesterday around the poolside on the beach and it started bleeping with an error message alongside a manual image. It then just stopped working and has a black screen. The insulin pump will be returned for analysis.